Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs078) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/27/2016 with the following findings: a review of the black box and alarm history showed a call service 078 alarm and was duplicated. Unrelated to the original complaint, internal moisture damage was found near the motor flex connector. Additionally, a crack in the cover was found between the corner of the lens and the case seal. The battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).